Event description:
A pt had a severe inflammatory reaction post-op to an unk shoulder repair. A second operation was had to remove a mitek cufftack that was used in the original surgery. The affiliate is following up on the details with the user facility and will forward whatever response they receive to depuy mitek.